Manufacturer narrative:
The reported complaint of could not disconnect the atrial lead was confirmed. Final analysis found that the set screw was stripped due to improper use of the torque wrench. The reported event of low impedance reading from the device could not be confirmed. Electrical testing was performed and no anomalies were found. Analysis of the device image did not show any lead impedances recorded that were in the range of 100 ohms.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During implant, the set screw on the pacemaker was stripped causing the atrial impedance to rise. The set screw was unable to be removed from the header of the pacemaker. A new pacemaker was successfully implanted. The patient was stable throughout.